Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6. One ampere¿ rf ablation generator was received for analysis with no accessories or original packaging available for inspection. Visual inspection of the returned generator confirmed all input/output connector ports are free of physical damage, all labels are intact & legible, and normal wear was indicated on the chassis body. When power was applied to the generator, normal boot up sequence was observed & all touch pad controls functioned normally with no error messages displayed. All connector ports were tested for functionality. Numerous catheter codes were manually applied, various impedance & temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen, and no abnormal changes to the displayed values were observed when rf testing was performed. Review of the engineering log files revealed a generator malfunction occurred due to a voltage error on the rfmn board assembly, however this could not be reproduced during investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, root cause of the reported event could not be conclusively determined as the returned generator functioned as anticipated throughout investigation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During preparation for an avnrt procedure, the generator revealed an error and the case was cancelled. There were no consequences to the patient and the case has not been rescheduled.